Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation additional, changed, and/or corrected data: a3b, a4, b1, b5, b6, d1, d3, d4, d6a, g1, g2, h4, h6, h11

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Patient reported deflation. Healthcare professional later reported deflation confirmed via ultrasound. This record is for left side. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported deflation. This record is for unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.